Event description:
The patient reported swelling after 3 hours from injection and reported excessive swelling after 4 hours from injection. The injector precribed benadryl, ibuprophen and ice area over the phone.